Manufacturer narrative:
Batch review performed on 29 dec 2025. Lot 2110370: (B)(4) items manufactured and released on 15 nov 2021. Expiration date: 02 nov 2026. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Revision surgery after 3 years and 10 months post-primary due to a loose baseplate. All components revised.